Manufacturer narrative:
Correction: h6 to remove fdp code - c28245 (aspiration) ime code - e0704(aspiration/inhalation) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the endotracheal tube's cuff had an air leak, making insufficient ventilation. Additional air was added, but was still leaking. The patient was laryngoscoped again to confirm that the cuff was positioned below the vocal cords, as it should be. We added more air to the cuff, but it quickly leaked out again. The patient was reintubated with an increased risk of aspiration, and we had to mask ventilate and re-relax the patient. Afterwards, the cuff was tested and found to be leaking, as expected. No adverse outcome for the patient.